Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required alarm was found in the device's error log. The device's internal li-ion battery was replaced to address the issue. Upon initial power up, the real time clock was reset. Additionally, the inlet air path assembly and removeable air path foam were replaced per remediation.